Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with a defective power cord; this condition had the potential to interrupt delivery. This condition was found during the rounds in the general patient ward. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a defective power cord was confirmed during product evaluation. The cause of the reported condition was attributed to mishandling but a definitive root cause is unknown at this time. The power cord was replaced to correct the reported condition. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.